Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), lead warning alert, and the impedance on the svc (superior vena cava) defibrillation coil was undefined. Forty one (41) ventricular-short interval counts (sic) occur since (B)(6) 2013. Forty three (43) non-sustained tachycardia (nst) episodes of less than 220 ms v-v cycle are recorded between (B)(6) 2013. Superior vena cava (svc) (high voltage x) lead impedance alert occurred on (B)(6) 2013. Svc impedance is undefined throughout the record.

Event description:
It was reported the right ventricular lead demonstrated oversensing and high impedance measurements. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead remained capped.